Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no: 393.10, lot no: 1024: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was not ratcheting. The repair technician reported the t-handle was bent, and the clamping jaws on the chuck were worn. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: upon visual inspection the device fell apart into five pieces and the t-handle is bent approximately 2-3 degrees. The complaint condition was likely caused by years of consistent use and possible rough handling; however, this complaint is not likely a result of any design related deficiency. The relevant drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to the complaint condition mentioned above. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was an issue with several instruments. One universal chuck with t-handle was broken in half. Another one wasn&#38176;ratcheting at all. No reported patient or surgical involvement. This is report 2 of 2 for com-(B)(4).